Manufacturer narrative:
Date is approximate with month/year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. A 1707/coupling issues error was reported by the patient. The patient stated they were able to charge once, about a month ago, but since then, they couldn't figure out what they were doing wrong. The patient stated that the charge session would momentarily come up and say 'excellent position' and then would go back to searching. The following troubleshooting steps were performed: they located the ins by looking for the incision and/or palpating the ins, and they repositioned the recharger.  The patient was able to successfully start an open loop charging session and the patient was going to continue to charge but it was noted that the patient would need to clear the power on reset (por) and turn the therapy back on again. The patient noted that they may call back for help with this. There were no symptoms reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that they were able to successfully recharge the implant. The cause of the por and difficulty maintaining connection had not been determined however they listed as a scan following an unrelated medical issue may have caused/contributed to the por and they didn't know what likely caused/contributed to the difficulty maintaining connection. They restarted the device without issues and noted it had been resolved.